Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings. Also found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 70, blood glucose reading 255mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. It was also mentioned that the customer had previous bent cannulas. Troubleshooting occurred. No additional information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.